Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 4th august, 2020 getinge became aware of an issue with one of surgical lights- powerled ii. As it was stated, the panel on the support arms came off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights powerled ii. As it was stated, the panel on the support arms came off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. According to our subject matter expert, the issue describes problem with spring arm screws. It was established that when the event occurred, the surgical light did not meet its specification as the screw shouldn¿t loosen or detach and it contributed to incident. There is no information provided if in the time when the event occurred the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. In our investigation we found the ratio of events to be low when compared to the volume of devices on the market the main probable root cause is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in the device manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).